Manufacturer narrative:
The pump was received with intermittent button response and button error alarm due to corroded keypad traces. The pump had cracked display window corner, scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 250 mg/dl. The customer stated that the buttons were not reacted to push. The customer had high glucose values because the buttons were not working. The customer was advised to revert to a backup plan per health care provider's instructions.